Event description:
The consumer reported that while at a doctor's appointment, her cane fell on the floor and when she went to pick it up she fell. No further information is available at this time. Consumer did not say she was injured when she fell.